Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user awoke to a low glucose reading of 69 mg/dl, ingested a granola bar with approximately 22¿23 grams of carbohydrates, then experienced a subsequent glucose rise to 200¿260 mg/dl; the user questioned the initial low due to rapid rise and was educated on potential compression lows, confirmation by fingerstick, correction algorithms, and allowing the ilet to manage the high. Symptoms included an asymptomatic low glucose reading without acute clinical effects. Outcomes included self-treatment with oral carbohydrate, transient hyperglycemia for about 30 minutes, use of device-driven correction, no need for assistance, and no medical intervention. Investigation included review of device use, troubleshooting, and user education regarding alerts, compression lows, and appropriate correction practices. Investigation of this case revealed no evidence of device malfunction or supply issues, glucose values were generally in range outside the event, and the hyperglycemia was consistent with user overcorrection of the suspected low. It was concluded, based on previously established findings for similar reports, that the cause was unclear with user-related overcorrection suspected and no device fault identified. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.